Event description:
It was reported to boston scientific corp that a uromax was used during a dilatation procedure in the pt's ureter. According to the complaint, during the procedure inflation was attempted. It was noted that contrast medium leaked and they were unable to inflate the balloon. The procedure was completed using a second of the same device and the pt was reported to be in "good" condition.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed.